Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: during use, the anvil disconnected from the stapler, and stayed stuck in the colon. The surgeon managed to remove the anvil, and use a second stapler to end the procedure, as he noticed the staple line was incomplete. No ill effect to the pt reported.